Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 4 devices were received for evaluation; 4 events were confirmed during testing; 2 devices were found to be affected by corrosion; 1 device was found to be affected by a damaged flex;1 device was found to be affected by a worn motor. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device ran on. There was no patient involvement; no patient impact.